Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead was having sensing difficulties and the defibrillation thresholds were ineffective at converting the patient to normal sinus rhythm. The physician attempted to reposition the lead but the helix would not re-extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The helix was disengaged from helical channel. The inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead was having sensing difficulties and it required "extreme shock" to convert patient from ventricular fibrillation to a normal sinus rhythm during a follow-up. The physician attempted to reposition the lead but the helix would not re-extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.